Event description:
The reporter indicated that she had been unable to interrogate a vns patient generator despite the use of multiple programming systems (all of which were able to interrogate other patients). A battery life estimate was performed and resulted in -0.95 years till elective replacement indicator = yes. The patient underwent generator revision surgery and the explanted generator was returned to the manufacturer for analysis. During this analysis, electrical testing identified the presence of an out of limit supply current pulsing/supply current 1ma and found that the issue was related to a r35 resistor (a selectable value resistor) value that could have been more optimally chosen during the manufacturing process. Using the lower r35 resistor value, the device met the specification requirements. Though the out-of-limit supply current pulsing and supply current 1ma could have potentially contributed to the end-of-service condition of the device; however, the results of a battery life estimate confirmed that the end-of-service condition was an expected event.